Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 7 mmol/l. The customer reported that the right arrow button was unresponsive and stuck button. It was reported that after changing batteries at the point, buttons were unresponsive or were giving a random results. The customer stated that the buttons were not responding. Customer stated that the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the j1 keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device passed displacement test and self test.